Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. A review of product memory found no errors or faults. The touchscreen was tested for functionality and calibration; intermittent response to touch at the right part of the touchscreen was noted. The lcd touchscreen was replaced and the issue was solved. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that this programmer exhibited touchscreen unresponsiveness issues. No adverse patient effects were reported. The programmer was returned for analysis.